Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited over sensed noise leading to inappropriate mode switch. Atrial lead noise was also suspected. It was also noted that atrial lead exhibited inappropriate capture and high capture threshold. Programming changes made resolving the issue. Patient condition was stable.